Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review findings, sections g6, h2, have been updated and h6 component code as well as the device information has been corrected. Investigation is still ongoing.

Event description:
As reported by the sales representative , seven days post transaortic (tao) transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve and certitude system, a dissection was observed near the puncture site and an ascending aorta replacement was performed. There was no report that difficulty experienced during device approach.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. In these elderly patients, the ascending aorta may be soft and fragile, requiring a careful evaluation of the quality of the aortic wall area where the purse string sutures will be placed (free of calcium for at least 1 square cm). Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation findings suggest that in addition to the transaortic tavr procedure itself, there were patient risks factors which may have also contributed to the event (i.e. 83 years old female patient). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : no information on return of the device.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information, sections g6, h2, have been updated. Code have been added to h6 type of investigation to correct disposition of device code, changed from "4114 - device not returned " to "4115 - device discarded". Device information has also been corrected upon receiving new information.